Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample returned for evaluation. Both cuffs were fully deflated and no defects or restrictions noted. The returned unit was inflated / deflated three times and no issue noted. The reported defect could not be detected on the unit returned for evaluation when the stylet wire was contained in the main stem of the tubing or when it was removed.